Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility clinic manager reported a dialyzer had blood leak in dialyzer. Air was also noted "on filter" during priming of the dialyzer. No additional information was provided. Additional information was requested and was not received to date.

Event description:
A user facility clinic manager reported a dialyzer had blood leak in dialyzer. Air was also noted "on filter" during priming of the dialyzer. No additional information was provided. Additional information was requested and was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.